Event description:
Additional information received reported that the patient was still under "infection control therapy", and waiting for the explant o peration. If more information becomes available a follow up report will be sent.

Event description:
It was reported that the patient developed a high fever (38-40°c) shortly after implant. It was reported that the local hospital suspected a pulmonary infection. A tracheal resection was performed and a large amount of antibiotics were used without resolution. It was stated that the implant wounds did not show signs of infection. It was noted that the patient still had a fever and was in a light coma. The healthcare professional (hcp) and the patient's family considered explanting device; however, the device remains in patient at the date of this report. Additional information was requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Product ID, 7482-51 lot# serial# (B)(4), product type extension product ID, 7482-51 lot# serial# (B)(4), product type extension product ID, 3389s-40 lot# v533559, product type lead product ID, 3389s-40 lot# v562006, product type lead (B)(4).

Manufacturer narrative:
(B)(4).